Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy of a v large bariatric patient, the device¿s shaft snapped in the port mid-way through the procedure when trying to maneuver tissue. A small shard of the outer plastic sheath of the instrument detached when the device was outside of the trocar. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned products did not meet specification as received. Visual inspection found the shaft was bent and broken by hub. No pieces were missing. The investigation found the shaft was broken. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The instruction for use (IFU) states, do not bend the instrument shaft. Manufacturing non-conformance were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.